Manufacturer narrative:
The (B)(6) 2022 calibrations for modules 1 and 2 were within specifications. The qcs for modules 1 and 2 were both within specifications. The (B)(6) 2022 alarm trace for module 1 had multiple "cell blank out of limits" and "abnormal sample aspiration" alarms. The (B)(6) 2022 alarm trace for module 2 had multiple "abnormal probe sucking" alarms. A general reagent problem can be excluded because the calibration and qc are acceptable. The investigation is ongoing.

Event description:
The initial reporter received questionable d bili direct bilirubin results for 4 patient samples tested on 2 cobas 6000 c501 modules with serial numbers (B)(4) (module 1) and serial number (B)(4) (module 2). The reporter was able to provide one patient sample with a discrepant result: the initial result was not reported outside of the laboratory. The patient sample was also rerun on a beckman au 680 analyzer. The initial direct bilirubin result from module 1 was 3.32 mg/dl with a data flag. The first repeat result from module 2 was 3.362 mg/dl with a data flag. The second repeat result from the beckman au 680 analyzer was 2.17 mg/dl with a data flag. The reagent lot number for modules 1 and 2 is 636903. The expiration date was requested but not provided.

Manufacturer narrative:
In MFR report ref #1823260-2022-03112-00, the last line should have been: "the reagent lot number for modules 1 and 2 is 636903. The expiration date is 31-aug-2023." Instead of: "the reagent lot number for modules 1 and 2 is 636903. The expiration date was requested but not provided." The calibration performed on 11-sep-2022 was within specifications. The qc recovery was within specifications. The alarm trace provided for 12-sep-2022 had multiple "abnormal probe sucking" errors. The investigation ruled out a general reagent problem because the calibration and qc were acceptable. The investigation did not identify a product problem.